Manufacturer narrative:
A third part service agent performed an initial evaluation of the customer¿s device and verified that the device was physically damaged which caused difficulties in connecting the paddles. After replacing therapy connector, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Stryker requested the return of the replaced part for further evaluation at the product assessment center (pac). Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker regarding repair of their device. During evaluation stryker observed that the device was physically damaged which caused difficulties in connecting the paddles. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no patient involved in the reported event.

Manufacturer narrative:
Stryker further evaluated the replaced part at the product assessment center (pac) and the cause of the reported issue was determined to be due to maintenance as the returned w11 therapy connector receptacle showed signs of general wear and tear.

Event description:
A customer contacted stryker regarding repair of their device. During evaluation stryker observed that the device was physically damaged which caused difficulties in connecting the paddles. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no patient involved in the reported event.